Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:h6 additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material was adhered to the air/water cylinder, air/water channel, and distal end. However, a definitive root cause for the foreign material inside the air/water cylinder and channel, as well as the residual liquid at the distal end, could not be determined. There were no deviations from the instructions for use in the reprocessing steps in the locations where foreign material remained. No physical damage was found at the locations where foreign material remained the instruction manual states the detection method associated with the event in tjf-q190v operation manual chapter 3 preparation and inspection and preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there were foreign objects in the air/water tube and cylinder and residual liquid on the distal end of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.